Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a raised red rash under the therapy electrodes. The patient, who is a nurse, decided to use benedryl cream on the rash. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.